Event description:
It was reported that on (B)(6) 2023 the patient underwent removal of a broken screw from a synthese th 2s device. The broken screws were removed partially. The surgeon was going to perform a total hip arthroplasty upon reaming with the synthese reamers. Surgeon caught the reamer head on the screw. The reamer shaft snapped and broke the prevail of the device. There was no reported surgical delay, and no fragments were generated. There were no reported adverse patient impacts. The surgery was completed successfully. No further information is available. This report is for a 5.0mm flexible shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthese employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.